Manufacturer narrative:
The alarm trace contains multiple abnormal aspiration alarms, indicating a pre-analytic issue. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned results for multiple patient samples tested for multiple assays. Based on the data provided, the results for 5 patient samples are a reportable malfunction when tested for sodium (na), crpl3 c-reactive protein gen.3 (crpl3), chloride (cl) and potassium (k) on a cobas 6000 c (501) module. Patient 1 initial na result was 118 mmol/l. The repeat result was 138 mmol/l. On (B)(6) 2019 patient 2 initial na result was 166 mmol/l. The repeat result was 147 mmol/l. On (B)(6) 2019 patient 3 initial crpl3 result was < 0.3 mg/l. The repeat result was 27.46 mg/l. On (B)(6) 2019 patient 4 initial cl result was 130.3 mmol/l. The repeat result was 98.3 mmol/l. This patient also had an na result of > 180 mmol/l. The repeat na result was 142 mmol/l. On (B)(6) 2019 patient 5 initial k result was 6.04 mmol/l. The repeat result was 4.58 mmol/l. This patient also had an na result of > 180 mmol/l. The repeat na result was 141 mmol/l. No erroneous results were reported outside of the laboratory. There was no allegation that an adverse event occurred. The crpl3 reagent lot number was 362696. The expiration date was not provided. The na, cl and k electrode lot numbers and expiration dates were not provided.